Manufacturer narrative:
The customer reported that his spare central nurse's station (cns) was not populating a display signal. The display monitor remained blank even though the central nurse's station (cns) was on. The customer replaced the motherboard with an extra one he had available, which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that his spare central nurse's station (cns) was not populating a display signal. The display monitor remained blank even though the central nurse's station (cns) was on.